Event description:
It was reported that a spectrum pump had no audio output. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation confirmed and reproduced the reported symptom of "no audio". The evaluation found a poor solder connection from the back flex to the speaker, allowing intermittent or no audio. The rear case assembly which contains the speaker was replaced.